Event description:
During a procedure, while using the elite cold knife straight blade, the blade broke off during use in the patient's bladder. The blade was successfully retrieved without any injury to the patient.

Manufacturer narrative:
Visual examination of the returned portion (blade only) of the k-sb instrument finds that the blade has broken cleanly from the base of the instrument. The blade exhibits a break profile on the right side of the blade that suggests side loading during use caused the blade to fracture. The fracture originated on the side of the blade, indicating side loading. This device is intended for axial cutting only. The instruction for use manual warns against side loading in the warnings section. The device failed due to abnormal use by the customer.